Manufacturer narrative:
Additional information d9, h3, h6 and h11: h11: the device was received for evaluation. During functional testing, an under-delivery of norepinephrine was not reproduced. The device was tested for flow accuracy during evaluation. The test results produced error percentages of 3.170354%, -0.72249%, and 6.819945%. The error percentage of 6.819945% is outside of intended +/-5% range, however the device over-delivered and therefore is not the cause of the customer-reported problem. An over infusion less than or equal to 10% is unlikely to cause or contribute to a serious harm, death, or serious injury. The event history log was reviewed on the reported event date of october 22, 2024. The history log revealed that the user increased the rate on multiple occasions between timestamps 22:00 and 22:14. The rate was increased 8 times in 14 minutes beginning at 72.2 ml/hr and increasing to 677 ml/hr at 22:14. The pump ran for 4 minutes and at 22:18 the user stopped the pump, unloaded and reloaded the set and closed the door. The user resumed the pump at 22:19. At 22:20, the user updated the rate to 451 ml/hr and stopped the pump in the same timestamp. At 22:26 the user resumed pump at 451 ml/hr and remaining vtbi: 161 ml, but updated the rate to 45.2 ml/hr. The user stopped the pump at 22:28 and did not resume the infusion. The history log shows that the pump ran as programmed and no pump abnormalities were identified through the log. This device has no previous service events; therefore a review of the device history record (DHR) was performed. The device history record did not identify any issues during the manufacturing of the device that may be related to the current complaint. Additionally, the review of the device history record did not reveal any evidence of nonconforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient developed hypotension with a spectrum iq pump. During a norepinephrine (dose, programmed amount and delivery rate unknown) infusion, the patient became ¿acutely hypotensive¿, and the nurse was required to rapidly up titrate with minimal improvement of the blood pressure. Upon further investigation, the nurse observed the chamber of the tubing had collapsed and the upstream tubing was dry. The nurse removed the tubing from the pump, reprimed it and then placed it back in the IV pump. However, no drips were visualized, so the nurse opted to switch to a new sigma pump. The blood pressure recovered and the pressor had to be down titrated. No further information was available at the time of this report.